Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) in cardiac arrest, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including full functional testing and stress testing without duplicating the report. A review of the device data logs showed evidence that an impedance was not initially detected. Each occurrence of attached pads is accompanied by invalid patient impedance in the log, which is evidence of poor coupling between the patient and the electrode pads. The condition appeared to be settled or resolved, and the case continued without incident. The multifunction cable (mfc) and mfc adaptor used during the event was returned; testing did not duplicate the report or a fault condition. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.